Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged nasal/throat irritation or soreness. There was no report of patient serious harm or injury on 26may2023 placed a call to customer requesting device return/additional information regarding reported health conditions. Customer lift the call and said she have received replacement and returned old device and also mentioned no follow up is needed and hung up the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.